Event description:
It was reported that an "old" woman developed a hematoma on her face after being positioned face down in the skull clamp for a procedure. The patient was anesthetized when her head fell out of the clamp 10 minutes after positioning. Another clamp was used to complete the procedure. No stereotaxy equipment was used. The issue increased the surgery time by 30 minutes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.